Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D. The material and lot number 20230805 provided have not been found and cannot be verified.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter herapin cap was loose. The following was translated from chinese to english: the nurse used an intravenous indwelling needle for the patient's continuous intravenous infusion. After exhausting the air and connecting the pipeline, she found that the heparin cap on the indwelling needle was loose and could not be used normally. Replace the indwelling needle with a new one to complete the treatment.

Event description:
The defective samples of material number 383033 and batch number 2076447 were processed by (B)(4) on the spot and cannot be returned. No photo. No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#2076447): 1)this batch of products were assembled at intima ii auto line 2 in april 2022, and packaged at cfs package line in april 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of the complained batch is taken for prn torque test, and the test result is within the product specifications. Please see attachment for the test report. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Since no defective samples are received for analysis and confirmation, and the nurse's usage is unknown, the root cause of prn loosening cannot be determined. The plant will continue to track and monitor such defects.

Manufacturer narrative:
New information provided: the defective samples of material number 383033 and batch number 2076447 were processed by (B)(6) on the spot and cannot be returned. No photo.

Event description:
New information provided. The defective samples of material number 383033 and batch number 2076447 were processed by (B)(6) on the spot and cannot be returned. No photo.